Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with a carrier tube (hoop). There was blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube fracture 53.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 2.5x3.5mm, 90% stenosed, eccentric, de novo target lesion contained a lesion bend of >45 and <90 degree and was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 12mm x 3.5mm quantum¿ maverick¿ balloon catheter was advanced but resistance was encountered and the device was unable to cross the lesion. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a catheter shaft break.